Event description:
It was reported that during an acl procedure, the t2 anchor of the fast-fix could not be detached from the setting instrument and cannot be deployed. Backup device was available to complete the procedure. No significant delay and no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident.a visual inspection revealed that the suture and anchors are not with the device. The needle is bent and the depth gauge has been moved from manufacturer specifications. A functional evaluation revealed that the depth gauge moves freely. The deployment knob deploys the push assembly actuator as intended. The actuator moves from t1 to t2 deployment, but deployment can't occur without anchors. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found:¿read these instructions completely prior to use.do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary.¿ the complaint was confirmed. Factors, which could have contributed to the complaint event, include unintended inappropriate use of the device. No containment or corrective actions are recommended at this time.